Event description:
The tl60 was used during a colectomy. The surgeon had difficulty turning the adjusting knob and removed the device and discovered there were no staples in the device. There was no consequence to the pt. 11/04/96 1330 it was reported by the rep there are staples in the device.